Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received erratic, questionably low calcium results from the analytical d module. Of the provided data, the results for nine patient samples were discrepant. The repeat testing was performed on the cobas c501 analyzer. All results are in mg/dl. Patient sample 1 initial result was 7.8, repeat result was 9.2. Patient sample 2 was from a (B)(6) male, (B)(6). The initial result was 7.7, repeat result was 9.0. Patient sample 3 was from a (B)(6) male, (B)(6). The initial result was 7.6, repeat result was 8.5. Patient sample 4 was from a (B)(6) male, (B)(6). The initial result was 7.3, repeat result was 8.6. Patient sample 5 was from a (B)(6) female, (B)(6). The initial result was 7.8, repeat result was 9.3. Patient sample 6 was from a (B)(6) female, (B)(6). The initial result was 6.4, repeat result was 7.8. Patient sample 7 was from a (B)(6) male, (B)(6). The initial result was 7.8, repeat result was 9.3. Patient sample 8 was from a (B)(6) female, (B)(6). The initial result was 6.9, repeat result was 8.2. Patient sample 9 was from a (B)(6) female, (B)(6). The initial result was 7.2, repeat result was 8.6. The erroneous results were reported outside the laboratory. The user stated no patients were adversely affected. The calcium reagent lot numbers were 62016801 and 62588901. The field service representative found the high concentration waste line was clogged and was not properly evacuating the cells. He cleaned the waste lines and valves. He performed a common line cleaning and cleaned the reagent channels as a preventative measure. To verify the analyzer operation, he performed calibration, quality control and a patient comparison.